Event description:
Customer reported that the battery charge dropped rapidly to 5%, causing the pump to shut down unexpectedly. This event did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support educated the customer on battery best practices, explained necessary steps after a shutdown, and advised the customer to monitor the situation and call back if the issue persists.